Event description:
It was reported that during a pulsed field ablation procedure, two of the electrograms (egm) had noise and were not picking up cardiac signal. The catheter interface cable and the pin cable were replaced without resolution. The loop catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012401613 was returned and analyzed. Visual inspection showed the catheter appeared intact with no visible defects. The steering function was normal, allowing the expected rotation in both directions at the distal tip. The slide functioned correctly, and the capture device showed no unusual features. However, the catheter was received without a guidewire threaded through it, and no guidewire was included. The slide control operated as expected, with no issues. When the slide control was fully advanced to extend the guidewire lumen, there were no kinks in the extended portion, indicating proper functionality and alignment of both the steering and slide mechanisms. The catheter connected to a test catheter interface cable without resistance, achieving a secure connection as both latches fully engaged with the catheter connector. Before connection to the generator via a test catheter interface cable, the catheter was reprogrammed, and therapy deliveries were successfully completed. Testing confirmed the integrity of the electrode wire insulation; however, electrical continuity testing identified an open lo op at electrode e2. X-ray examination showed entangled wires within the catheter shaft. Further dissection revealed that the electrode wire was detached from electrode e2, causing the open loop, and there were kinked electrode wires in the shaft. In conclusion, the catheter did not pass the returned product inspection due to electrode wire to electrode detachment, electrode wires broken, electrode wires entangled, and electrode wires kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.